Event description:
The customer tested his blood glucose and received a high reading using his contour meter. The actual reading was not provided. The customer took insulin after testing his blood glucose. He stated that he passed out around 3:00 am and was taken to the hospital. The hospital tested the customer's blood glucose and received a reading around 20 mg/dl. The customer was treated with glucose. The customer performed control tests while troubleshooting. The results fell within the normal control range, but he was advised to return the test strips for evaluation. Replacement test strips and a coupon for a new meter were sent to the customer.